Event description:
The device was returned to the service ctr for recertification. A reportable malfunction was not indicated. During verification testing at the service ctr, leakage was noted from the disposable batteries.

Manufacturer narrative:
During testing, the device would not power on using dc power. Corrosion was noted due to leakage from the disposable batteries in the battery compartment, battery door and on the middle printed circuit board. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.